Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation underneath the front therapy electrode. No reports of the skin being open or bleeding, but it was described to be a "major burn" and a rash as well. The patient's doctor discontinued the use of the device due to the irritation. The patient's dermatologist prescribed a triamcinolone acetonide ointment. During a follow-up, it was reported that the patient's irritation improved after removing the device and using the prescribed ointment.